Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a mildly tortuous and mildly calcified lesion located in the proximal left anterior descending (lad) artery exhibiting 90% stenosis. The patient had a previously deployed stent in left main (lm) artery. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. The stent was inspected post removal of the protective sheath with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The inflation device remained on neutral pressure during delivery of the device. The device passed through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that stent dislodgement occurred during removal following failed delivery. The device was removed from the patient using a snare. The procedure was completed. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Evaluation summary: the stent was not present on the balloon but did return for analysis. The stent returned attached to a snare. Deformation was evident to the stent wraps with the struts raised, stretched and bunched. Crimp impressions were visible on the exposed balloon surface. The balloon folds remained intact. Deformation was not evident to the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cine image review: the procedural images show contrast injected into the rca. Previously deployed stents are visible in the image. No contrast is being injected into the vessel of the previously deployed stent however it was reported that a previously deployed stent was in the lm. The procedural images did not capture the reported stent dislodgement. If information is provided in the future, a supplemental report will be issued.